Manufacturer narrative:
The reported event was duplicated. Functional testing was not able to determine the cause of the event. The device was scrapped.

Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device was slow to brake after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device was slow to brake after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.